Event description:
Patient felt pain with broken screw. Doctor confirmed broken screw with x-ray. Patient pain has subsided and they are watching for now. Doctor is waiting to see if this will lead to revision.